Manufacturer narrative:
The biomedical engineer (bme) reported that this is a facility wide issue for all bsm-1700s using wlan. They cannot see any devices in the bsm-1700 interbed. The vitals show on the bsm-1700 transport monitors; but it will give an "connect input unit error" on the bsm-6000 series bedside monitors, which the bsm-1700 connects to. Their wireless monitors appear isolated and try to become the segment master due to not detecting other devices on the network. From a central nurse's station (cns), they can see wireless monitors in the device list but get communication loss when trying to overview wireless monitors. Netkonnect list the wireless monitors, but they get comm loss when trying to monitor data. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that this is a facility wide issue for all bsm-1700s using wlan. They cannot see any devices in the bsm-1700 interbed. The vitals show on the bsm-1700 transport monitors; but it will give an "connect input unit error" on the bsm-6000 series bedside monitors, which the bsm-1700 connects to. Their wireless monitors appear isolated and try to become the segment master due to not detecting other devices on the network. From a central nurse's station (cns), they can see wireless monitors in the device list but get communication loss when trying to overview wireless monitors. Netkonnect list the wireless monitors, but they get comm loss when trying to monitor data. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported they could not see any devices in the bsm-1700 interbed for all bsm-1700s using wlan, and the bsm-6000s were giving a wlan error message. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported they could not see any devices in the bsm-1700 interbed for all bsm-1700s using wlan, and the bsm-6000s were giving a wlan error message. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps. The customer stated that the facility's it department requested server support. Nk ts reached out to clinical (cits) for server assistance. Cits could not access the server and requested biomed support. Server access was restored and cits found a bedside takeover on the host table. Cits rebalanced the table, but the issue persisted. The customer requested assistance rebooting the network switch. The root is cause determined to be the network environment (wlan antenna configurations with the nk monitors and cisco controller). A review of the serial number history shows no recurrence of the reported issue. A review of the facility's history shows no instance of wlan reported issues. The reported issue was caused by the configuration used for the wlan transports, cisco controller, and the antennas. The "network" conditions needed to create this issue were all systems managed by the it personnel at the facility. There is no evidence of a device malfunction present. These conditions would create this problem with or without properly working devices. Nk will continue monitoring for trends. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. A2 - a6 b6 - b7 d10 attempt #1 08/26/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 08/30/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 09/01/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Central nurse's stations model: ni sn: ni bedside monitors model: ni sn: ni additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.